Event description:
It was reported that the device was used during a laparoscopic low anterior resection. The device was fired and resulted in an incomplete staple line formation. The case was completed with hand suturing. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
Date sent: 04/10/2009.